Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirmed the literature review ¿clinical orthopaedics and related research 2020 - is the survivorship of birmingham hip resurfacing better than selected conventional hip arthroplasties in men younger than 65 yeas of age? A study from australia orthopaedic association national joint replacement registry.¿ noted 15 revision surgeries were performed due to loosening of the implant while using a reflection liner. Smith and nephew has not received the explanted devices or adequate patient specific materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
On literature article ¿clinical orthopaedics and related research 2020 - is the survivorship of birmingham hip resurfacing better than selected conventional hip arthroplasties in men younger than 65 yeas of age? A study from australia orthopaedic association national joint replacement registry.¿, it was reported that 15 revision surgeries were performed due to loosening of the implant while using a liner.